Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicated an image disk error, and it became impossible to save the fluoroscopy. Review of the system log file showed that ippc malfunction due to disk error. As part of the troubleshooting process, fse identified the issue was with lateral ippc. Fse replaced the computer (ippc lateral), changed the storage hard drives and reloaded the operating system of the lateral arc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 biplane system indicated an image disk error and it became impossible to save the fluoroscopy. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.